Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received inappropriate hv and atp therapy due to noise on the lead. Patient was asymptomatic. Noise could not be reproduced in clinic. Lead was extracted and replaced no further information.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 6.6-6.8cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate therapies.